Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found single occurences of system faults sf74 and sf180. These reported events could not be reproduced during in-house testing. The battery data analysis found no issues with the battery and the data revealed that the battery was exposed to a very low temperature. Based on the device investigation and complaint investigations of a similar nature, resmed determined the system faults were most likely due to exposure with cold temperature. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 74 and sf 180). There was no patient injury reported as a result of this incident.